Event description:
It was reported that guide wire removal difficulties were encountered. The target lesion was located in the tibial artery. Two v-18 300cm 12cm control wires were advanced one at a time to cross the lesion. However, upon removal, the tip was bent and the wires would not return through the balloon. The procedure was completed with a different device. No patient complications were reported.